Manufacturer narrative:
Additional information was received indicating that no patient was involved in this event.

Manufacturer narrative:
Additional information: h6, h10. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was not verified. Inspected the pump and performed functional test and it passed. However, the event log did show numbers of "cassette not attached properly" recorded in history around the time of the complaint. Service recommended that the downstream occlusion sensor be replaced as a preventative measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited " cassette not properly attached" error message. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.